Manufacturer narrative:
Device investigation narrative - one elite premium knot manipulator was returned for evaluation. Visual assessment showed no sharp edges on the device. Device was tested using the test fixture and two strands of ultrabraid suture, the suture incurred no damage. This investigation could not identify any evidence of product contribution to the reported problem. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the knot manipulator cut the suture at the area of the knot after the security knots had been made. The procedure was completed with the original device so a backup device was not necessary. No delay or patient impact were reported.